Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window and a broken belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump after a battery change. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.